Event description:
It was reported that the pump miscalculated a bolus. However, during troubleshooting the pump logs were reviewed and based on pump settings and customer input the bolus was calculated correctly. The customer experienced an elevated blood glucose (BG) level displayed as "High"; however, specific value was not provided. The customer addressed their BG level with a manual injection. The customer continued to use the pump for insulin delivery and was encouraged to check with their health care provider regarding diabetes management.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.